Event description:
It was reported that the patient was not getting full coverage on one side. The patient underwent an explant procedure. The explanted ipg will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.